Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported a patient with asymptomatic diffuse lamellar keratitis of the right eye one day following lasik treatment. The topical steroids were increased. Additional information received; the diffuse lamellar keratitis is improving one day following onset. The patient is noted to have trace haze and is continuing the same topical drop regimen. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The root cause could not be determined conclusively. (B)(4).